Event description:
It was reported that the patient's right atrial (ra) lead was found to be dislodged two days after implant on a post-operative check. The patient was programmed to ventricular pacing only until the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).